Event description:
The device experienced repeated ¿gas loss¿ alarms during therapy while the patient was supported with a iab catheter. Despite attempts by the clinical team, pumping could not be resumed following the alarms, indicating a loss of helium gas and resulting in interruption of therapy.

Manufacturer narrative:
After multiple gas loss alarms occurred and pumping could not be resumed, the clinical team decided to discontinue therapy and remove the iab catheter. During removal, resistance was encountered at the insertion site. As a result, the patient was taken to the operating room, where the catheter was surgically removed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h1, h6 (type of investigation). D4 (serial) kindly revert back this field to blank.